Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert posted to the physician website, for this right ventricular (rv) lead exhibiting high, out of range shock impedance (greater than 117). Shock impedance measurements have been within normal ranges 88ohms to 117 ohms. A boston scientific representative provided the physician with recommendations for troubleshooting the rv lead, provocative maneuvers, pocket manipulation, x-ray imaging and test shocks 1.1j and 41j. The rv lead remains implanted. No adverse patient effects were reported. Additional information was received that this patient returned for a follow up appointment. Interrogation revealed a previous high out of range shock impedance (127 ohms) on the rv lead. Lead integrity testing was completed including, provocative maneuverers where preformed. When reaching with left arm (left sided implant) across to push backwards on the right shoulder an increase was noted in hv impedance. This was reproducible with every attempt. The hv impedance consistently rose up to between 120 ohms - >125 ohms. No measurement values above 125 ohms. No change in pacing impedances or thresholds noted during these provocative maneuverers. A technical services (ts) consultant provided additional troubleshooting recommendations and programming changes. The rv lead remains implanted. No adverse patient effects were overserved.